Event description:
While using the sound processor, the pt reportedly experienced an overly loud sensation followed by no sound. The pt reportedly was seen at the center for evaluation. External equipment was exchanged. Testing performed confirmed out of range electrode array impedance measurements.